Event description:
It was reported that the insulin pump alarmed during the prime process. The drive support cap popped off. The current blood glucose reading is 227 mg/dl. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarm motor error during the basic occlusion test and was unable to prime during prime test due to protruded/loose drive support disk. Unit had missing end cap sticker and cracked display window corners.